Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the uretero-reno videoscope had a broken inner metal piece that came out. There were no reports of patient harm.

Manufacturer narrative:
Corrected: d4 lot# should be blank. This device it not lot# controlled updated: d9, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the device mouthpiece was found to be broken/detached. Additionally, the device exhibited detached bending support pins, and a sharp edge on bending section. A definitive root cause of issues could not be determined, however, based on the results of the investigation and previous investigations through the product technical investigation process, reasonably known information suggests the probable cause was likely damage or deterioration of parts due to wear and tear as a result of stress due to repetitive use and or external factors. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.